Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: warning ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing of the evis exera ii ultrasound gastrovideoscope, low angulation and blocked air/water channel was noticed. Upon inspection and testing of the returned device, foreign material (yellowish/brown in color) was found on the scope forceps elevator due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to clogging of air/water-tube, water removal ability did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to deformation of electrical connector, water tightness lost, distal end foreign material or stain, due to clogging of air/water-tube, no air fed, due to clogging of air/water-tube, the amount of water contact did not meet the standard value, adhesive on angle rubber detached, due to wear of forceps elevator wire, the forceps raising angle did not meet the standard value, due to clogging of air/water-tube, water removal ability did not meet the standard value, due to clogging of air/water tube, no water fed, due to wear of angle wire, bending angle in up direction did not meet the standard value, insufficient air to clear water from objective lens, due to wear of angle wire, bending angle in down direction did not meet the standard value, due to wear of angle wire, bending angle in right/left direction did not meet the standard value, and reduced angulation. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.